Event description:
It was reported that following a completed pulsed field ablation procedure, the guidewire could not be advanced out of the loop catheter. A blockage was suspected in the catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990045 guidewire with lot number 8584494 was returned and analyzed. Visual inspection showed the guidewire was received threaded into the catheter and extended beyond the tip. A foreign material was observed a the tip, the point of contact with the guidewire. X-ray and optical inspection of the catheter tip and guide wire showed foreign material. High magnification optical inspection of the guidewire stuck at catheter tip. High magnification optical inspection showed foreign material on the guidewire. During guidewire removal, resistance was encountered during removal attempts. The guidewire is likely stuck due to dried blood, saline, or contrast. The guidewire extends from the tip of the catheter about 3.5 inched and was stuck due to the foreign material. Dissection was performed to assess the points of resistance. The outer diameter of the guidewire exceeds the spec of 0.032 inches due to presence of the foreign material. In conclusion, the guidewire failed the returned product inspection due to the foreign material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.